Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed the reported issues. When the device was powered on it displayed a white or distorted screen and would power cycle several times. After several power cycles the device would power on and the screen would be displayed normally. After replacing the system pcb assembly, user interface pcb assembly, user interface flex cable and some other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had illuminate its service led and logged a service code. Upon evaluation, physio-control observed that the device would intermittently display a white or distorted screen and the device would power cycle several times. In this state, defibrillation therapy would not be available if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb assembly and verified the reported issue. Physio-control determined that the likely cause of the reported issue was due to an integrated circuit, designator u2; however, it could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device had illuminate its service led and logged a service code. Upon evaluation, physio-control observed that the device would intermittently display a white or distorted screen and the device would power cycle several times. In this state, defibrillation therapy would not be available if it were needed. There was no patient use associated with the reported event.